Event description:
This notification was opened for review for information received that the humidifier burned and is not working on an unspecified device. A good faith effort to contact has been sent asking for further information regarding the complaint. The manufacturer is awaiting customer response and will follow up with a supplemental report with additional information.